Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler reload jammed after firing. The surgeon had to re-fire the tissue in order to get the staple reload out.